Manufacturer narrative:
The caller did observe some continued noise after the lead was replaced with a competitive rv lead. However, there was no oversensing noted and the physician believes the clinical observations have been resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient this pacemaker dependent patient presented with dizziness and complaints of syncope. The patient has complete heart block with no underlying rhythm. A device upgrade procedure was performed at which time there was cross talk on the right ventricular (rv) channel which was oversensed resulting in some pacing inhibition following atrial paced events. The blanking period was extended and the mode was reprogrammed to vdd configuration as the patient does not require atrial pacing. Additionally, the rv sensing was reprogrammed to prevent further oversensing. A revision procedure was subsequently performed and the rv lead was removed from service. No additional adverse patient effects were reported.